Manufacturer narrative:
Updated data: b5 continuation of d10: product ID gwbc30; product lot/serial number; product type: guidewire; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a confida guidewire was used.

Manufacturer narrative:
Update data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve needed to be recapture as it dislodged into the ascending aorta. The valve was recaptured two times and was retrieved from the patient. The physician noted difficulty recapturing the valve and the delivery catheter system (dcs) was stuck on the guidewire but was able to be removed by pulling on the dcs as the guidewire remained in the patient. The same guidewire was used to implant a new valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was difficulty closing the capsule during recapture. The handle would completely close however the valve was half outside the capsule. The valve was deployed a second time. When pulling on the guidewire to center the nose cone, the guidewire remained stuck in the internal lumen. The valve was removed and a new system was used. A procedure delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: section b5 - fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was difficulty closing the capsule during recapture. The handle would completely close however the valve was half outside the capsule. The valve was deployed a second time. When pulling on the guidewire to center the nose cone, the guidewire remained stuck in the internal lumen. The valve was removed and a new system was used. A procedure delay was reported. No adverse patient effects were reported. Additional information was received that during the valve procedure, a confida guidewire was used. Additional information was received that during the valve procedure, the valve needed to be recapture as it dislodged into the ascending aorta. The valve was recaptured two times and was retrieved from the patient. The physician noted difficulty recapturing the valve and the delivery catheter system (dcs) was stuck on the guidewire but was able to be removed by pulling on the dcs as the guidewire remained in the patient. The same guidewire was used to implant a new valve. Additional information was received indicating that the dcs deployment knob (actuator) was difficult to turn during deployment. Furthermore, it was stated that there was a delayed response between the dcs capsule and the deployment knob when the deployment knob was turned. It was also said that the patient's annular calcification contributed to the deployment issue.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. The distal section of the capsule appeared to be flared due to the capsule over-capture. There was a bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the capsule. There was slight bends along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the returned valve deployed with a crown overlap. No unusual resistance was noted after the capsule was retracted off the nosecone. The deployment knob appeared to retract and advance the capsule with no resistance noted. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. A valve was unable to be loaded as the capsule guide tube was unable to be advanced past the flared distal section of the capsule. A 0.035-inch guidewire was able to be inserted through and removed from the dcs without issue. The reported event for difficult to recapture could not be confirmed in the analysis as a valve could not be loaded onto the dcs to test the device¿s ability to recapture a valve. The reported event for interaction issues with guidewire could not be confirmed in the analysis. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.